Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg would no longer communicate with external devices despite troubleshooting attempts. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient lost stimulation after using a tens unit. Subsequently, surgical intervention was undertaken to explant and replace the ipg.

Event description:
Follow-up identified the patient did not lose stimulation due to the reported issue. In addition, stimulation was restored following surgical intervention.